Event description:
It was reported the patient was in the emergency room with increased spasticity and tachycardia on (B)(6) 2014. It was noted the patient had a pump replacement on(B)(6) 2014. It was further noted the patient¿s healthcare professional (hcp) ordered x-rays and ¿cpk.¿ it was noted the patient had symptoms of fever, increased spasticity, tachycardia, and baclofen withdrawal. It was further noted the patient status at the time of this report was alive with no injury. The pump contained baclofen and clonidine. Additional information received reported the manufacturing representative was working under the assumption that the patient has some sort of infection rather than a problem with the device. It was noted that x-rays and CT were completed, but they did not show any issues. Additional information received reported the patient had a fever 24 hours post pump revision. It was noted the hcp felt it was a surgical site issue not related to the pump, catheter, or medication.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).